Event description:
In 2009, pt called asking how to cancel his tbr. Advised to put the infusion device in stop mode and then back into the run mode. He stated he is now in the run screen. He stated that he usually sees 1.0 on the screen but he is also usually asleep during this hour in the morning so he is not sure if it is right or not. Advised him to call his doctor to verify it is set correctly. Pt reported a blood glucose of 195 mg/dl. He stated he has bolused 2 units of insulin for the elevated reading. Pt reported he is on dialysis and when he is on the 1.5 dose, his readings are fine but if he is on the 2.5 dose, it causes his readings to be elevated and he can't have any more than a 200% temporary basal rate set. He said "that's why they are up there." He stated he has never changed the adapter. Advised to change infusion adapter with every 10th insulin cartridge change. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.